Manufacturer narrative:
No patient was present at the time of the alleged malfunction. Medtronic evaluation finds that as returned, both joints had been tightened down, however, the lower joint still had some movement. Not able to lock down the lower joint completely.

Event description:
A medtronic representative reported that a precision aiming device, biopsy guide, would not lock down properly. No patient was present at the time of the alleged malfunction.